Event description:
It was reported that the manufacturing representative indicated seeing a power on reset (por) message upon interrogation of the device. It was noted that the patient had good coverage and was feeling stimulation. It was further noted that the battery was 50% full. The manufacturing representative stated that the patient did not have any overdischarge events. The por was successfully cleared and there was no known source of an electromagnetic interference (emi).

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).